Event description:
It was reported that the t:slim x2 pump battery would not charge despite the caller using the correct charging equipment and troubleshooting different power sources and cables. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.